Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 429888 lead, implant date: (B)(6) 2019; w4tr01 crt-p, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising and high thresholds. Variable low r waves and under-sensing was also noted. The patient also underwent magnetic resonance imaging (MRI) and a possible lead slack is suspected due to patient's shoulder being manipulated to fit in the MRI bore. Reprogramming was completed and the rv lead was removed and replaced. No patient complications have been reported as a result of this event.